Event description:
Attorney's report of patient's alleged bowel obstruction, abscess, multiple mesh explant and bowel repair procedures and a bowel resection, a clear plastic fiber found in her small bowel, and hospitalization (ICU).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.